Manufacturer narrative:
The investigation of pump stop has been completed. After 2 days on support, pump stop occurred. Attempts to restart it were unsuccessful. Data logs were not recovered. The pump was returned and inspected which found extensive biomaterial wrapped around the impellor blades and blocking the outflow cage. Additionally, a hole was found in the catheter at the 33cm mark with blood in the catheter and blood in the red handle. Electrical testing on the returned pump showed electrical shorts. The cause of the pump stop was most likely a hole in the catheter leading to blood in the catheter and red handle causing electrical short based on returned product investigation. G1 reporting contact first and last name was erroneously entered on the initial manufacturer device report number 1220648-2025-28710.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that on day two of impella 5.5 support the pump stopped. Attempts to restart were unsuccessful. The patient is stable. The impella was explanted.